Event description:
Approximately four months post lvad exchange for a previous high power event, the patient was admitted with clinically significant hemolysis. He was reported to have a lactate dehydrogenase (ldh) of 1960 units/l and blood in his urine on admission. The patient also reported having a headache. Neurology was consulted and no changes in the patient's neurological status were found. The patient was given tpa on (B)(6) 2014 at 4:30am. Log file analysis showed a rise in power consumption starting (B)(6) 2014 to a peak of 5.2 watts on (B)(6) 2014. Power consumption returned to normal parameters on (B)(6) 2014 which corresponds post administration of tpa. The patient was discharged and seen in the clinic on (B)(6) 2014. He was said to be doing well at this time. Further details regarding the event and date of discharge were not provided.

Manufacturer narrative:
The device is used for treatment not diagnosis. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. It was reported post a high power event, the patient was admitted with clinically significant hemolysis. The reported event was confirmed via review of the controller log files which indicated vad parameters outside the normal operating range. Logs indicated a slight decrease in power consumption and flow followed by an increase in power consumption outside the normal operating range; this may be indicative of a thrombus or change in patient state. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.